Event description:
It was reported that prior to use, the sound of the console doesn¿t work. When turning on the nim; it didn¿t emit any sound. The issue didn't resolve with troubleshooting and the procedure was completed with another console. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found that there was no audio output for both speakers. Besides that, unit passed all other electrical and functional tests. Both failed speakers are connected to the power management board, which seems to be faulty. In summary, unit failed speaker amplitude tests and will be scrapped. Unit arrived with v1.4.3. Sw and was updated to v1.6.4. Sw. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Additional code img g02030 no longer applicable another regulatory report referenced 1045254-2024-01106 has been submitted for the same event for product ID#: nim4cm01 s/n: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.